Manufacturer narrative:
(B)(4). Device received in the straight position with the anvil open and a gst60t reload in the channel. It was received with an applied medical trocar attached to the shaft. There was visible damage to the anvil knife slot, the cartridge and the knife. Damage to the anvil and knife prevented the closure of the device and removal of the trocar. Buttress material and formed a partially formed staples were visible on the reload. The device had been attempted to be bailed out but the damaged to the anvil and knife prevented the knife from returning to the home position. The knife bands were snapped and the drive bar was driven back through the bulkhead support. Disassembled of the shaft revealed knife blades that had buckled and sheared. There was damage to the teeth on both the distal channel retainer and the articulation locking bar. There was no damage to the one-piece sled or the drivers. There was damage to the cartridge body from the buckling of the knife and attempts to pry the jaws open.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot. Additional information received: according to the sales rep, after the first endocutter was removed from the patient, the or staff managed to pry the jaws open and discovered the cutter blade had broken through the reload. Also, wanted to let you know that the patient is being brought back to the operating room today for a bypass. Additional information requested and received: what was used to pry open the jaws of device and how: 2 surgeons used kellys to forcefully/manually pry jaws open; what was the bmi/gender of patient: bmi= 40 range (not sure exact #); female; what was the approximate distance lateral to pylorus the device was fired; 4-6cm; was seamguard used on both sides: yes; what is the current patient status: patient came back 4 days later for gastric by-pass procedure which went smoothly. No patient update since that bypass case which took monday (B)(6). Photo analysis: two pictures were provided: the two pictures show a black cartridge (gst60t) loaded in the device, the anvil knife slot can be seen damaged. The knife is partially advanced, and some staples are protruding from the cartridge, on the cartridge deck at the distal end, damage is appreciated as if it was clamped over a hard object. Based on the photo alone the event describe is confirmed, unfortunately there is not enough evidence in the photo to determine root cause. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event.

Event description:
It was reported that during a laparoscopic sleeve gastrectomy on very thick tissue, the first endocutter with a black reload and seam guard buttressing material clamped down on the tissue. When the power button was pressed, the cutter transitioned forward and stopped in the middle of the cut. The cutter was retracted and advanced a second time and a cracking noise could be heard. The doctor attempted to retract the blade and the blade wouldn't retract. The manual override was attempted and the manual override wouldn't retract the blade. Three additional like endocutters with black reloads and seam guard buttressing material were used to attempt to cut and staple around the stuck endocutter and all three wouldn't cut or staple the tissue. A fifth endocutter with black reload but no buttressing material was used to cut and staple around the stuck endocutter, to allow the endocutter to be removed from the patient and complete the procedure. The cutting and stapling of the tissue with the fifth endocutter was slow, due to the thickness of the tissue. After the first endocutter was removed from the patient, the or staff managed to pry the jaws open and discovered the cutter blade had broken through the reload.

Manufacturer narrative:
(B)(4). Batch # n56g8j. Additional information was received per maude event report form #mw5066190: during a gastric sleeve procedure; the stapler malfunctioned. The stapler is compressed on to a portion of the stomach to insert the staples. At this point, the stapler should typically release but in the case it did not. It remained closed on a portion of the stomach. The company representative was present at the time of the surgery but was unable to resolve the problem and a call was made to the stapler manufacturer who attempted to troubleshoot the issue, but was unable to do so. At this point, a second stapler was used to complete the closure and then the malfunctioned stapler was required to be surgically removed. As a precaution, the staplers with the same lot numbers as the one that malfunctioned were removed from the shelves. Due to stapler locking and having to cut it out by making a tighter sleeve to withdraw the stapler, patient post-operatively had vomiting and dry heaving and a follow up gi series showed possible obstruction. The patient was taken back to the operating room for a roux-en y gastric bypass in order to relieve the obstruction. The analysis found that one plee60a device was returned with the anvil bent upwards. Furthermore, the anvil knife slot was noted to be damaged. It is known from the history of the device that the found condition of the anvil may lead that the most distal staples not to form properly. It is possible that the device was clamped over an excess of tissue causing the anvil to bent and for the firing stroke and the staple form to be incomplete. When placing the instrument on the tissue to be stapled, ensure that no hard obstruction (such as a clip) is included with the tissue inside the jaws. It should be noted that if resistance is felt during firing, the firing sequence should be stopped and the cartridge reload should be replaced. Please reference the instruction for use for warnings and precaution regarding firing across hard objects. A gst60t cartridge reload was received loaded on the device. The cartridge reload was received unfired. No further functional test could be performed due to the condition of the anvil. Event could not be confirmed as the device opened and closed without any difficulties noted. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.